Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal (2.25cyl), 25.5 diopter (add power +2.2/+3.2) lens was replaced with a monofocal (2.25cyl), 27.5 diopter lens. The product has not been received to evaluate. Based on the information provided, the event does not appear to be related to the product. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced waxy vision. Clinical reason was mentioned as poor quality vision . The iol was exchanged for another lens model three months following the initial implant procedure. Additional information was requested and received stating that lens placed in left eye 6 months prior. Patient complaints of foggy vision since. Lasik performed at 3rd month post operation for residual +0.50. Posterior capsule clear ocular scatter index (osi) was elevated. Vision didn't improve, patient reports vision "foggy" at distance and near.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).